Event description:
An alveolus 22mm x 70 mm alimaxx-e esophageal stent was implanted into a pt to heal an anastomotic site after a gastric pull-up procedure. Approx. 2cm of the distal stent end was in the modified stomach area with the remaining stent length in the esophagus. During a follow-up procedure, three months post implantation, the physician observed tissue in-growth through the body of the stent. The physician decided to remove the stent because of the tissue in-growth. The physician successfully removed the stent.

Manufacturer narrative:
Alveolus is unable to perform a review of the mfg records for this product because a lot number is not available at this time.